Event description:
It was reported that the patient presented in clinic for novel implant procedure. During the implant of the novel right ventricular lead, it was found that the lead's helix exhibited retraction failure, preventing it from being removed. The procedure was completed using an alternate lead on (B)(6) 2022. There were no patient consequences.